Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any abnormalities with the set. The set was spiked, re-primed, and was found to flow normally without any leaks identified. No malfunctions or abnormalities were found during product evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp buretrol set leaked. The reporter stated that the leak was from the buretrol chamber. This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available.